Event description:
Consumer complaint of about blood result reading low. Customer's wife complaining husband had a result of 26mg/dl yesterday before lunch, around noon, and when compared with another meter, it read 98mg/dl. Customer felt shaky at that time, but did not require medical attention. His expected glucose ranges is 100mg/dl-120mg/dl. Customer's wife states the lowest result he has ever had was of 54mg/dl with severe symptoms. Verified test strips expire 04/20/2017, vial was opened two weeks ago, and is properly stored at room temperature in office. Meter was coded correctly. Obtained results from log book: 98mg/dl (B)(6) at 8:00 am fasting; 58mg/dl (B)(6) at 12:00 before lunch; 87mg/dl (B)(6) at 6:00pm before diner; 160mg/dl (B)(6) at 10:00pm before bedtime; 141mg/dl (B)(6) at 8:00am fasting; no adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.